Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
Additional information: one 4 lesion nt2000 pain management rf generator was received into the lab for analysis without original packaging available for inspection. Visual inspection found all labeling and input/output connectors to be free of physical damage. The unit was opened and signs of a thermal event were seen on the rf control board, originating from capacitor c49. The reported complaint of smoking was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to capacitor c49 on the rf control board. During further analysis performed, the root cause of the event was isolated to a thermal event located at capacitor c49 on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture, 31mar2020. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to the rf control board. Abbott is performing further investigation of this issue.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
When the generator was removed from the box and powered on, smoking was noted from the sides of the generator. There was no patient involved at the time of the event and no adverse consequences to the user.

Manufacturer narrative:
Corrected information: h1. Additional information: g3, g6, h2.